Manufacturer narrative:
Bec field service engineer (fse) replaced the tubing from bubble generator to the reagent probe. Bec is filing this MDR because the type of fluid that leaked could not be determined. Bec is unable to determine if upon recurrence, the leak would likely cause death or serious injury. (B)(4).

Event description:
Customer reported to beckman coulter, inc. (Bec) that there was fluid leaking from the fitting on the reagent probe of the synchron cx4 delta clinical system. Customer reported that no erroneous patient results were generated or reported. Customer reported that personal protective equipment were worn when wiping up the fluid. There was no report of any adverse event or injury requiring medical intervention or patient treatment.